Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced an issue with a kinked cannula in their infusion set. This problem occurred within 3 hours after insertion. The insertion site was the abdomen. The caller reported feeling pain at the infusion set insertion site during the insertion process, which led them to remove it. The infusion set had been in use for less than 20 minutes before it was taken off. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.